Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Code 3191 was used to capture the additional surgical intervention the returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to oversensing, undersensing and device migration.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this dual chamber implantable cardioverter defibrillator (ICD) exhibited oversensing and undersensing on the right ventricular (rv) lead with no pacing inhibition reported. In addition, upon opening of the device pocket for generator change out procedure due to normal battery depletion, the ICD was found to have migrated. Subsequently, additional intervention was taken to surgically abandoned and replace the rv lead. The new ICD was secured in place. No additional adverse patient effects were reported.